Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image was displayed. Based on the results of the investigation, it is likely the following led to the malfunction: the event e226 (scope communication error) and no image was caused due to corrosion on the connector plug unit and printed circuit board. Moreover, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6).

Event description:
It was reported that colonovideoscope had communication error message (e226). There were no reports of patient harm.